Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that they were able to power the device back on by manually pressing the on button. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2018.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that they were able to power the device back on by manually pressing the on button. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that they were able to power the device back on by manually pressing the on button. No further details were provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution the battery pins in the customer¿s device was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the customer's device experienced several inappropriate loss of power. It was also observed that the battery in use during the event was beyond its recommended service life. It was advised that the battery should be replaced. The cause of the reported issue could not be conclusively determined.